Event description:
During the coil embolization procedure, the orbit mini complex fill 2x2 coil (B)(4) was used for a very small aneurysm, and during repositioning and removing the coil, the coil stretched in the microcatheter. Then, the procedure was then abandoned. The product will be returned for analysis and additional information has been requested.

Manufacturer narrative:
The product is available for evaluation and testing, however the analysis has not been completed. Additional information will be submitted within 30 days of receipt.

Manufacturer narrative:
During the coil embolization procedure, the orbit mini complex fill 2x2 coil (637mf0202/15222451) was used for a very small aneurysm, and during repositioning and removing the coil, the coil stretched while withdrawing the coil in the microcatheter. However, there was no withdrawal difficulty into the microcatheter. Then, the procedure was abandoned because the aneurysm was very small and only could use an orbit. There are no plans to conduct other procedures to treat the aneurysm. During coil repositioning, the coil did not get tangled with other coils, because this one was the only coil used during the procedure. During repositioning, the coil was not left in the aneurysm while the microcatheter was manipulated/repositioned. Constant fluoroscopy was performed at all times, and a constant dedicated heparinized flush was maintained through the sl-10 microcatheter at all times. The microcatheter was not re-shaped. The target site was the ica that was normal with a sidewall aneurysm that measured 2.25mm and a neck of 1mm. The medications used consisted of routine medications. A non-sterile orbit mini complex fill 2x2 was received coiled inside of plastic bag. The hypotube was inspected and several kinks were found throughout it. The introducer was separated from the hypotube and it was in good condition; therefore, the support coil, gripper and embolic coil were found outside of the introducer. The support coil and introducer were found in good condition, while the embolic coil was found stretched and still attached to the gripper. Some waves were noted on the device; however these appear to occur during the handling of the unit when it was returned for evaluation. The gripper and embolic coil were inspected under microscope, the gripper was found without damage, while the embolic coil was confirmed to be stretched. The reported stretched coil was confirmed. Based on the reported information, no conclusion can be made regarding the root cause of the event; however, it is possible that clinical factors/device manipulation may have contributed. A review of the manufacturing documentation associated with this lot presented no issues during the manufacturing process that can be related to the reported complaint. The cause of the kinks on hypotube, and the stretched condition of the embolic coil could not be conclusive determined; however, neither the analysis nor the DHR suggest a relationship to the manufacturing process. Additionally inspections are in place to prevent these kinds of damages leaving from the facility. The root cause is inconclusive and undetermined; therefore, no corrective actions will be taken at this time.

Manufacturer narrative:
During the coil embolization procedure, the orbit mini complex fill 2x2 coil (637mf0202/15222451) was used for a very small aneurysm, and during repositioning and removing the coil, the coil stretched while withdrawing the coil in the microcatheter. However, there was no withdrawal difficulty into the microcatheter. Then, the procedure was abandoned because the aneurysm was very small and only could use an orbit. There are no plans to conduct other procedures to treat the aneurysm. During coil repositioning, the coil did not get tangle with other coils, because this one was the only coil used during the procedure. During repositioned, the coil was not left in the aneurysm while the microcatheter was manipulated/repositioned. Constant fluoroscopy was performed at all times, and a constant dedicated heparinized flush was maintained through the sl-10 microcatheter at all times. The microcatheter was not re-shaped. The target site was the ica that was normal with a sidewall aneurysm that measured 2.25mm and a neck of 1mm. The medications used consisted of routine medications. The product will be returned for analysis and additional information has been requested. Additional information will be submitted within 30 days of receipt.

Manufacturer narrative:
A non-sterile orbit mini complex fill 2x2 was received coiled inside of plastic bag. The hypotube was inspected and several kinks were found throughout it. The introducer was separated from the hypotube and it was in good condition; therefore, the support coil, gripper and embolic coil were found outside of the introducer. The support coil and introducer were found in good condition, while the embolic coil was found stretched and still attached to the gripper. Some waves were noted on the device; however these appear to occur during the handling of the unit when it was returned for evaluation. The gripper and embolic coil were inspected under microscope, the gripper was found without damage, while the embolic coil was confirmed to be stretched. A review of the manufacturing documentation associated with this lot presented no issues during the manufacturing process that can be related to the reported complaint. The failure reported by the costumer as "coil-unraveled/stretched" was confirmed. The cause of the kinks on hypotube, and the stretched condition of the embolic coil could not be conclusive determined; however, neither the analysis nor the DHR suggest that these damages could be related to the manufacturing process. Additionally inspections are in place that prevents these kinds of damages from leaving the facility. The cause is inconclusive and undetermined; therefore no corrective actions will be taken at this time. Additional information will be submitted within 30 days of receipt.